Event description:
It was reported that during an implant procedure, the superion indirect decompression spacer was deployed but was malpositioned. When the physician attempted to close and extract the implant, removal was impeded due to the device location and the presence of surrounding soft tissue. Forceps were ultimately required to extract the implant, during which it is believed that the threaded portion of the spacer was damaged. A new implant was then used to complete the procedure. The original device was not returned for analysis.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.